Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during spinal fusion surgery while final tightening set screw, tip of driver sheered off and the driver shaft was replaced. While attempting to tighten next set screw, again tip of driver sheered off while set screw was still loose. One set screw was removed and replaced, one set screw with fragment left in place. Procedure was completed successfully with a surgical delay of five (5) minutes. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity 1) . This report is for one (1) viper2 final tightener driver. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: therapy date (B)(6) 2022. H3, h6: part # 286745550, lot # s02051559, supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on february 8, 2021 with no discrepancies. No ncrs were generated during production the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 final tightener driver was broken at the tip. The broken fragment was reported to be left in the patient. The provided images were reviewed and based on the x-ray provided, it can be confirmed that the broken fragment was left in the patient's anatomy. No other anomalies were found. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A review of the receiving inspection (ri) was performed for the finished device number, and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of viper2 final tightener driver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.